Manufacturer narrative:
The insulin pump was received with an unexpected restart error alarm after battery change due to broken solder joint and memory lost due to unexpected restart anomaly. The pump had normal operating currents and no unexpected off no power or low battery alarm or blank display. The pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and an unexpected restart from the insulin pump. The customer's blood glucose reading was 438 mg/dl. The customer stated that she kept getting an unexpected restart and the pump shuts down. The customer was reminded not to be connected during priming. The customer was advised on how to reset the time and date and to go through the rewind process. The customer stated that the alarm did not occur shortly after inserting a new battery. The customer stated that she had repeated unexpected restart alarms in the history. The customer was advised to monitor the pump. The customer will be sent a replacement pump.